Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device display is showing spots. There was reportedly no patient involvement. Based on the information available, the device is eol (end of life) and no work was performed by philips. As such, the cause of the reported problem could not be determined. The device remains at the customer's site. No further action is warranted at this time. H3 other text : device is end of life / end of support.

Event description:
It was reported the display shows spots. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.